Event description:
New information received indicates that the noise and inhibition of pacing event was first observed when the patient presented in-clinic. The patient was stable pre, during, and post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker-dependent patient received inappropriate atp and hv therapy due to noise. Inhibition of pacing for 6 seconds caused by the noise was also noted. The patient was presyncopal. The lead was capped and replaced on (B)(6) 2016.